Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported deflation and implant removal from textured to smooth due to concerns with the product. This record is for left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ deflation: observed two openings assessed as fold flaw opening and surgical damage. As per the investigation procedure, broken plug strap, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a6; b5; d9; h3; h6.

Event description:
Healthcare professional reported left side deflation and implant removal from textured to smooth due to concerns with the product. Device was explanted.